Event description:
Literature was reviewed regarding transvenous lead placement in a patient undergoing surgical tricuspid valve repair. The authors de scribed a patient who presented for a routine checkup and reported worsening symptoms of decompensated right heart failure, which included exertional dyspnea, right upper quadrant pain, abdominal bloating, lower limb edema, and lethargy. Interrogation of the right atrial (ra) lead showed noise. A transthoracic echocardiogram (tte) was performed, and it was noted that the patient's tricuspid regurgitation (tr) had worsened from mild to severe. A decision was made to explant and replace the ra and right ventricular (rv) leads. Early post-operatively, it was noted that the newly implanted ra lead was not functioning, and the patient developed pacemaker syndrome. An additional ra lead was implanted. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Select patient information cannot be included in regulatory report due to regional privacy regulations. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: alternatives to transvenous lead placement in a patient undergoing surgical tricuspid valve repair. Pacing and clinical electrophysiology. 2023;46:890¿894. Doi: 10.1111/pace.14783 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.